Event description:
Customer reported via phone, the insulin pump had two cracks. Customer's blood glucose was 533 mg/dl during the night, current was normal. No troubleshooting was performed for high blood glucose levels only for damage. One crack is located on the upper left corner of the screen on the plastic and other one is located on the lower left corner of the screen on the plastic of the device. Customer was unaware how damage occurred to the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at the display window and cracked reservoir tube lip.